Event description:
While servicing the ventilator for preventive maintenance, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating the device had been in operation on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time, the ventilator will shut down and alarm as specified due to loss of power. The customer did not report the occurrence during the ventilators use and there was no patient harm reported. The manufacturer's field service technician replaced the battery to complete the service. Applicable final testing was completed and tests passed to operating specifications. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, non silenceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Battery.